Event description:
It was reported an attempt to deploy this biliary stent in the subclavian vein resulted in inadvertent deployment in the superior vena cava. Due to the size of the superior vena cava, the stent migrated through the heart to the pulmonary artery. Attempts to retrieve the stent with a snare resulted in right ventricle entrapment of the stent. The pt was transferred to another hosp for successful surgical removal of the stent. The pt's condition is good and has since been discharged. This device was intended for placement in an non-indicated procedure, subclavian vein stent placement. Inadvertent placement resulted in deployment in the superior vena cava and subsequent migration to the pulmonary artery. Co believes these factors contributed to this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."